Event description:
It was reported that this lead was unsuccessfully implanted due to difficulty during positioning and undersensing being observed. This lead was noted to have dislodged. A non-bsc lead was successfully implanted. No adverse patient effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this lead was unsuccessfully implanted due to difficulty during positioning and undersensing being observed. This lead was noted to have dislodged. A non-bsc lead was successfully implanted. No adverse patient effects were reported.